Event description:
Customer reported that he received a bad sensor alert after two calibration errors. Customer inserted in abdomen and stated that with one of the sensors he did have a lot of bleeding and had bruising at insertion site. Customer was advised to change out the sensor. Blood glucose value is 170 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 2 opened or used soft sensors and performed bicarbonate buffer test. Both sensors failed 1 of 2 sensors failed for no signal reading and the other passed per specification with accurate readings. Unable to confirm customer's complaint due to no sensor needles returned.